Manufacturer narrative:
The marksman microcatheter has not been returned for evaluation; product analysis cannot be performed. The marksman was not returned, therefore he reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of marksman separation during a procedure. The patient was undergoing flow diversion treatment for an unruptured, amorphous aneurysm in the left, a2 anterior cerebral artery (aca). The aneurysm had a max. Diameter of 6.01mm. Vessel tortuosity was reportedly severe. The devices were prepared as indicated in the IFU. A continuous heparinized saline flush was used during the procedure. During the procedure, the guidewire and microcatheter were navigated distal to the aneurysm, then the marksman was placed. The flow diversion device was advanced through the marksman with high resistance. The physician made several adjustments to the marksman and support catheter, but found that the flow diversion device was no longer able to be advanced. Repeated attempts to advance the flow diversion device through a vascular bend were unsuccessful. The physician planned to remove the flow diversion device and attempt a new device. During removal, the physician found that the distal end of the marksman "slipped" along with the flow diversion device when being withdrawn. The marksman and flow diversion device were withdrawn from the patient together. It was observed that the marksman had broken approximately 30cm from the distal tip. The flow diversion device was within the distal end of the broken marksman and was unable to be moved. The procedure as completed without any further issue. The patient is reportedly in good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marksman catheter was returned for evaluation with the flow diverter delivery system stuck inside. The marksman catheter appeared to be separated into two segments. The flow diverter delivery system could not be pushed forward or removed. For further examination, the distal segment of the marksman was cut to remove the delivery system. The marksman body was found to be stretched and accordioned in sections near the distal tip. In addition, the marksman body appeared to be separated approximately 29.5 cm from the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. The marksman was tested by running an in-house mandrel through the tip and hub. The mandrel was able to pass through the with slight resistance and became stuck at the damaged locations. Based on the customer's photos, analysis findings and event description, the reports of resistance and marksman separation were confirmed. The broken ends of the catheter exhibited stretching and necking which indicates that the catheter separated when the tensile strength of the tubing material was exceeded. The customer reported that the patient¿s vessel tortuosity was severe and the flow diverter was advanced through the marksman catheter with high resistance. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the reported ¿high resistance¿ during delivery, subsequently causing the flow diverter delivery system and marksman to become damaged. From, the damages seen on the catheter body (accordioning/stretching/separating), proximal wire (kinking/bending), it appears there was high force used. It is likely these damages occurred when the customer attempted to advance/retrieve the flow diverter through the micro catheter against resistance. In this event, the user context may have contributed to the reported issues. Per our instructions for use (IFU), the user should: ¿d iscontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ the lot history record of the reported lot number of the marksman has been reviewed. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.